Event description:
It was reported that during a ptca procedure the balloon would not deflate after full strength contrast had been used. A syringe was used to achieve full deflation. There was no pt injury reported. This report is being filed due to the use of a syringe as medical intervention.